Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level as the blood glucose value information was not available. The customer decided not to return the pump, and no further information was provided.